Manufacturer narrative:
Result code: faulty fowler clutch caused the fowler to drift down.

Event description:
It was reported by service report that the fowler would drift down when raised to an angle of approximately fifteen degrees. No patient involvement or adverse consequences were reported.